Event description:
Customer reported testing blood glucose and the result =unk. Customer did not take any medication. Customer stated passing out and was found a relative. Customer's blood glucose =106 mg/dl. No treatment was received. Controls were in range. A request was made for product return and replacement product was sent.